Manufacturer narrative:
Concomitant products: 6947-65, lead, implanted: (B)(6) 2016; 3830-69, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads dislodged, and the right ventricular (rv) lead threshold was not constant. The ra lead was explanted and replaced; the rv and lv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.